Event description:
It was reported that prior to use with bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg excessive additive was discovered in 2 tubes. The following information was provided by the initial reporter: mass of edta

Manufacturer narrative:
H.6. Investigation: bd received 1 samples and 1 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for additive abnormality with the incident lot was observed. Additionally, the customer samples were evaluated by ftir analysis and the indicated failure mode for additive abnormality with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg excessive additive was discovered in 2 tubes. The following information was provided by the initial reporter: mass of edta.